Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details is not available. Reason for reoperation: rupture.

Event description:
Patient representative reported "(the patient), saw several colleagues, friends and clients go through the same situation, some of which in a situation of rejection, pain and possible rupture. - which made the psychological shock worse.¿¿ this record is for unknown patients, sides unspecified. Status of devices is unknown.